Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a rist catheter was broken. The catheter broke during use.  No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the healthcare provider (hcp) was deploying a carotid stent to the left carotid through the rist. No further clinical details were provided.vessel tortuosity was moderate. The devices were prepared as indicated in the instrutions for use (IFU). To complete the procedure the rist catheter was inserted radially. A sim2 selective catheter was used to assist with access, and then removed. The catheter broke in the mid-section, in a horizontal line. The hcp advised that the catheter broke due to pressure he had to apply to navigate to the lesion. When broken, he was able to remove it. He then re-entered using a penumbra benchmark guide catheter, 6f cerenovous and deployed a casper carotid stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 107f-079-95, lotno:21447-01 as found condition: the rist radial guide catheter was returned for analysis within a shipping box; within a resealable plastic biohazard pouch and within an unknown large bore vascular access device. Visual inspection/damage location details: no damages or irregularities were found with the rist hub. The catheter was found damaged throughout the length of the catheter with the inner coil damaged and separated from the catheter lumen. The catheter was found broken at ~26.6cm from the proximal end. The unknown access device hemostatic valve was found clamped down completely onto the inner coil and could not be reopened. Blood was found within the rist catheter. The catheter body was found cut at ~50.0cm form the distal end. The catheter was found kinked at ~47.2cm and ~3.0cm from the distal end. The distal tip and marker band was found crushed. Testing/analysis: the rist total and usable lengths could not be measured due to the damages. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separate/break¿ was confirmed. It is possible the unknown access device hemostatic valve was overtightened over the rist catheter, causing it to separate due to resistance. The catheter was also found kinked, and the distal tip and marker band were found crushed, indicative of resistance. As the unknown large bore vascular access device was not identified, compatibility could not be assessed. As the access device could not be reopened to remove the rist catheter, the inner diameter of the device could not be measured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.